Event description:
The manufacturer received information alleging a ventilator was alarming for a check circuit alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's overhead blower filter and active exhalation control module need to be replaced to address the issue. The filter was found to be clogged. The device was returned unrepaired.